Event description:
Healthcare professional reported right side rupture discovered during surgery and "nodules with a banal appearance in both axillae". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Lump/nodule : unable to observe since it is a medical event and is not related to the device. Additional observations: brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture discovered during surgery and "nodules with a banal appearance in both axillae". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture discovered during surgery and "nodules with a banal appearance in both axillae". The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.